Event description:
Had essure implanted in 2009. Since then I have had pain and cramping in my pelvis and hips, bouts of feeling sick to my stomach, pain during and or after sex, more irregular periods, chronic lower back pain, frequent headache or migraines, and when I cough especially, or itch my left side I lose feeling down my leg.